Manufacturer narrative:
(B)(4). D10: (B)(6) item name m2a-magnum pf cup 52odx46id lot # 839780. (B)(6) item name m2a-magnum mod hd sz 46mm lot # 068940. (B)(6) item name mlry-hd por fmrl 8x145mm lot # 199130. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 18 years and 6 months post implantation due to loss of consortium, metal ion disease, and other effects as a result of the metal toxicity in his body. Further, the patient experienced an elevation of his chromium and cobalt levels, chronic inflammation, adverse local tissue reaction, and systemic problems due to metal toxicity. There is no additional information available at the time of this report.